Event description:
Per patient oxygen levels had been dropping due to the defective cassettes. All of the pts cassettes were of the compromised lot number 4329614. We are sending new cassettes to the pt same day today. No further info at this time. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? Oxygen levels cropping. If yes, was any medical intervention provided? ¿ more oxygen required. Is the actual cassette available for investigation? ¿ no, did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life sustaining? Yes, what is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to cvs/caremark by: patient/caregiver.